Event description:
The labeling of the outer package (the chipboard) of the multi-link zeta was different from that of the inner package (the pouch). The chipboard indicated that the part number of the zeta was 1009839-13 and the lot number was 3051531 while the pouch indicated that the part number was 1009838-33 and the lot number was 3051634. Reportedly, there was no patient involvement with this device.